Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that approximately three weeks following a cataract surgery with an intraocular lens (iol) implantation, the patient complained of glare disability. The iol was exchanged for another iol approximately six months following the initial implantation due to continuous glare. The patient's vision has improved. Additional information has been requested.

Manufacturer narrative:
Corrected information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information was provided indicating that the iol was replaced with a different lens model and one diopter difference of power.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).